Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for spinal pain. It was reported the patient¿s pump was sounding a critical alarm. The hcp read the pump logs which showed "pump defaulted to minimum rate" with a code of 07 and this happened yesterday at 3:21 pm. It was noted the patient was outside doing yardwork at that time. Agent advised the hcp to program the pump back to the correct infusion settings and update the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.